Manufacturer narrative:
A follow up report will be send upon the completion of this investigation.

Event description:
The customer reported a discrepancy between ibp and nibp readings resulting in medication being administered to the patient to increase pressure unnecessarily.

Manufacturer narrative:
A pressure reading difference after changing ibp channels was verified in the logs provided however, no device failures were verified in the log files. The 2 involved quad hemo pods and 2 involved m540s were returned to draeger for evaluation. After hardware investigation, it was found that the ibp values were read correctly and accurately. The involved transducer cables were requested for return but were not provided. Multiple attempts were made to collect clinical information, however was not available. Where the clinical information requested was not available and the transduce cables were not returned for evaluation, no device malfunction regarding the reported ibp reading discrepancy could be verified. The iacs IFU provides tips for optimal invasive blood pressure monitoring results.

Event description:
The customer reported a discrepancy between different ibp channel readings with two different devices, over a two day time period, resulting in medication being administered to the patient to increase pressure unnecessarily. No adverse patient impact was reported.